Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported there was a loss or change in therapy and there was a return of urinary symptoms. The patient's device used to work but now it did not. It was noted the patient was going to follow-up with her healthcare provider (hcp) next month to discuss the loss of therapy. The patient noted they were thinking of trying botox and if that worked, they would take the gastro-urinary implantable neurostimulator (ins) out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.